Manufacturer narrative:
Occupation: privacy officer / risk manager. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a radial artery pressure monitoring set broke while in the patient. The patient later expired. Additional information regarding event and patient death details have been requested, but are currently unavailable.

Event description:
Additional information regarding patient and event details was received on 26aug2021: the indication for catheter placement in the right femoral artery was for severe persistent pulmonary hypertension with hemodynamic instability, severe hypoxemia and hypotension requiring multiple vasoactive infusions. The patient was in the cardiovascular intensive care unit (cvicu) on full cardio-respiratory monitors with a typical arterial line monitoring system. The device failed within 30 minutes of placement. The catheter was broken off at the plastic hub. The patient was taken to the cardiovascular operating room (cvor) on (B)(6) 2021 for attempted removal of the fractured catheter and entrapped arterial catheter, but it was unable to be removed without an abdominal incision. The decision was made to then go to the cardiac interventional radiology suite for retrieval through accessing the left femoral artery and a gooseneck snare was used to remove the entire fractured catheter. The reported cause of death was found to be intracranial bleeding after going on veno-arterial (va) ECMO for presumed persistent pulmonary hypotension in the neonate (pphn). An autopsy report is unavailable, however there is no indication that the device failure caused or contributed to the patient's death. The catheter was secured to the patient with two sutures. As the patient was a neonate, fully paralyzed and sedated, activity level was described to be bedridden. The hub of the catheter was connected to a three-way stopcock with a 6 in extension. No force was exerted on the catheter. The device will be not available for return, as it is being held by the facility. A potential replacement catheter for this patient was opened and exhibited the same failure while flushing prior to use. This event has been reported in mfg. Report reference #: 1820334-2021-02027.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: b2, h1, h6 - annex f. D10 - concomitant product: smiths medical three-way stopcock with 6 inch extension, ref (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: attached files, g2. G2: report source other: medwatch report # mw5103305. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. A risk manager for (B)(6) hospital reported that a catheter from a radial artery pressure monitoring set broke in a patient and required retrieval. A second catheter for this patient broke also before insertion into the patient a well. The two instances are reported in medwatch report #:1820334-2021-02028 (this report) and medwatch report #:1820334-2021-02027, respectively. The patient was a neonate who had been diagnosed with severe persistent pulmonary hypertension (pphn), severe hypoxemia, and hypotension. The patient was reported to be hemodynamically unstable. The radial artery pressure monitoring set (rpn: c-pms-300-ra, lot number 9938161) was placed in the right femoral artery to monitor the patient¿s hemodynamic status while administering multiple vasoactive infusions. The device was secured with two sutures. The patient was fully paralyzed and sedated. On (B)(6) 2021, within 30 minutes of placement, the customer reported that the catheter broke off at the plastic hub in the patient. The patient was then taken to the cardiovascular operating room (cvor) for attempted removal of the fractured and entrapped arterial catheter. However, the catheter was unable to be removed without making an incision in the patient¿s abdomen. This method of retrieval was aborted. The patient was then taken to the cardiac interventional radiology suite for catheter retrieval. The left femoral artery was accessed, and a gooseneck snare was used to remove the entire fractured catheter. No information was provided regarding the actions taken after the catheter broke to monitor the patient¿s hemodynamic instability. The patient died on an unknown date due to intracranial bleeding after being put on venoarterial extracorporeal membrane oxygenation (va echmo) presumed to treat persistent pulmonary hypertension (pphn). An autopsy report was not provided for this patient. The customer reported that the device failure did not cause or contribute to the patient¿s death. A review of the complaint history, device history record, instructions for use (IFU), and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. A device master record review was performed, including quality control procedures. Cook has concluded that sufficient inspection activities are in place to assure functionality and device integrity prior to shipping. Review of product labeling found that the set was not supplied with an IFU. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot records no related anomalies. A database search found no other complaints have been reported for the complaint device lot. The evidence from the customer, device history record, complaint history and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook has concluded a specific cause for the catheter separation could not be established. Based on the available information, it was not possible to rule out medical procedure, or inadvertent tension/force placed on the device during patient repositioning or when accessing ancillary devices as a cause of the catheter separation at the hub. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.